Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced incontinence. The cuff needed to be downsized. The cuff was explanted and replaced. There were no further patient complications.